Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked from the thread area to the case seal. There was evidence of moisture contamination was found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The returned battery cap was undamaged but was unable to fully tighten to the pump. During investigation, the pump was unresponsive with the returned battery cap and a test cap. There was no audible tone, no vibration alert and a blank display. Further testing, current draw, and download of pump data were not able to be performed due the unresponsive pump. The pump was opened and there was evidence of additional moisture contamination inside the pump on the power printed circuit board and boost regulator components. The complaint of the temperature issue was not able to be fully investigated due to the unresponsive pump; however, moisture and damage to the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. It was reported that the" pump was smoking" after being exposed to water. It was alleged the battery compartment was damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.